Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely a degradation problem that led to the malfunctions. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited coating peeling (1mm2 or more) on the connecting tube and the adhesive on the bending section cover adhesive had a chip. There was no patient involvement.